Event description:
During an endoscopy procedure in 2007, the physician placed a cook endoscopy geenen pancreatic stent. The stent was removed one month later. After removal of the stent, the physician did not believe any portion of the stent had broken and detached because the stent flaps were present upon removal from the patient. The patient was later diagnosed with pancreatitis and underwent 8 endoscopic retrograde cholangiopancreatographies (ercp) during the past year. During an ercp on the same day, the physician noticed a small section of the stent remained in the patient and had traveled to the tail of the pancreas. Surgical removal of the stent section was recommended by the physician, but the patient refused surgery. The patient was given antibiotic treatment and was released from the hospital.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of stent breakage is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use list pancreatitis as a potential complication associated with ercp. If excessive pressure was applied to the stent during removal, this could have caused the reported stent fragmentation. Prior to distribution, all geenen pancreatic stents are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Correction action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Quality assurance will continue to monitor for complaint trends.